Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that 3 months after the dental implant was installed in intraoral region #10 it was verified its non-osseointegration. Immediate load was executed.